Event description:
It was reported that sensing at setting of 1.2mv delayed defibrillation due to high fallout during defibrillation testing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Without the return and subsequent analysis of the listed device(s), we are unable to fully evaluate the reported event.